Event description:
It was rpeorted that during a low anterior resection procedure, when fired, the device would not release when pressing the release button. The firing and closing handles had to be manually opened. The staples had not formed proper b's. The procedure was completed by hand-suturing and using a device of a different product code. There was no pt consequence.